Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed.

Event description:
On (B)(6) 2025, a patient in portugal underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2025, the patient experienced abdominal pain and it was verified that the patient's stoma site had slight serous exudate and was prescribed augmentin for three days.